Manufacturer narrative:
The UDI number and the following sections were updated: type of investigation; investigation findings; investigation conclusion.

Event description:
Customer reported that 50 knives (bvi, beaver xstar safety knife 2,4 bx/10) had shields retracted and were dull. There was no harm to the patient or user.